Manufacturer narrative:
An event regarding a knee revision involving an unknown stryker devices was reported. The event was not confirmed. Method and results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. Medical records received and evaluation: the provided medical records were reviewed by a consulting clinician who indicated "in this conversion from internal fixation of an intertrochanteric fracture to a modular long-stem total hip, discomfort likely related to trochanteric bursitis and remodeling of the previously fractured femur, as well as persistent leg length discrepancy. There is no evidence factors of faulty component design, manufacturing, or materials were responsible for this clinical situation." Device history review: a review of the device history records could not be performed as no lot information was provided. Complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: a review of the medical records by the clinician indicated that "there is no evidence factors of faulty component design, manufacturing, or materials were responsible for this clinical situation." If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported that six months after surgery patient experienced pain in hip. Patient reported the he had a stryker total hip replacement on (B)(6) 2014. The patient then started attending physical therapy and approximately 6 months post surgery/physical therapy the patient has been experiencing pain, locking of his hip and audible clicking. Patient stated he later followed up at the center for bone and joint in (B)(6) and is currently following up with the dr. Patient has a history of diabetes.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Device remains implanted.

Event description:
It was reported that six months after surgery, patient experienced pain in hip.

Manufacturer narrative:
An event regarding limb length discrepancy involving a restoration modular stem was reported. The event was confirmed. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: the root cause of the reported event could not be confirmed. A review of the medical records by the clinician indicated that "in this conversion from internal fixation of an intertrochanteric fracture to a modular long-stem total hip, discomfort likely related to trochanteric bursitis and remodeling of the previously fractured femur, as well as persistent leg length discrepancy. There is no evidence factors of faulty component design, manufacturing, or materials were responsible for this clinical situation." If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported that six months after surgery patient experienced pain in hip. Patient reported the he had a stryker total hip replacement on (B)(6) 2014. The patient then started attending physical therapy and approximately 6 months post surgery/physical therapy the patient has been experiencing pain, locking of his hip and audible clicking. Patient stated he later followed up at the center for bone and joint in (B)(6) and is currently following up with the dr. Patient has a history of diabetes.